Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 08-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl 3500 mcg/ml for a total dose of 880 mcg/day via an implantable pump for spinal pain, failed back surgery syndrome, and non-malignant pain. It was reported during pump replacement for normal battery depletion, the hcp noticed a strained point along the pump segment. It was noted there was a catheter kink. There was no noticeable leakage from site. There were not factors that may have led or contributed to the event. There was no diagnostics/troubleshooting performed. Actions/intervention included surgical intervention where the pump segment of the catheter was replaced. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2019. The patient's weight and medical history was unknown (asked and will not be made available). No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter found a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.